Manufacturer narrative:
(B)(4). S/w version 4.11c. Retainer ring = black. Customer returned pump for alleged high bgs on event date (B)(6) 2021. Pump passed the sleep current measurement, self test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08745 inches, however, unit failed the active current measurement. Test p-cap locks properly into the reservoir compartment. Successfully downloaded history files and traces using thus. No unexpected alarms/alert/anomalies noted during testing. Unable to verify high bg's. Pump was cut open to perform visual inspection and found evidence of moisture damage on pcb1 and pcb2. The following were noted during visual inspection: pillowing keypad overlay, keypad overlay texture damage, damaged display window cover, cracked case (battery tube) and corroded battery tube. No unexpected alarms/alert/anomalies noted during testing, unable to verify high bg's. Active current measurement failed due to moisture damage on the electronic stack. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump was damaged. Customer reported that transmitter was not connected to the insulin pump. Customer stated that event was resolved. Customer reported high blood glucose level. Customer's current blood glucose 205 mg/dl. Customer declined or unable to troubleshoot. No harm requiring medical intervention was reported. The device was returned for analysis.